Manufacturer narrative:
(B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema." The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. The symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer's mother reported that her son experienced irritation after product use resulting in an eye doctor visit. Mother reported that upon first doctor visit, the doctor indicated the irritation was caused by bumps under his eyelids and over-the-counter drops were prescribed; lens wear was discontinued. Once the irritation was gone, lens wear was resumed with the peroxiclear solution. The same symptoms were experienced again. Lens wear was discontinued; then, lens wear resumed with a different solution. According to the doctor¿s office, the patient visited the office with complaints of irritation in right eye and the doctor observed dry eye and poor tear film. The patient was diagnosed with conjunctivitis and keratitis. An artificial tear was prescribed and warm compresses were recommended. Lens wear was discontinued. One week later, the patient was recovered and instructed to continue use of the artificial tears. In (B)(6), the mother called the doctor¿s office to indicate her son had the same symptoms as before. The doctor¿s office instructed discontinuance of peroxiclear and switch to an alternate hydrogen peroxide for contact lenses. The doctor¿s office has not heard back from the patient. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.